Event description:
Contained in the anesthesia kit is a y-elbow part that connects the tubing and the mask together. The very beginning of a surgical procedure, the y-elbow that connects to the mask leaked when under pressure. No pt injury occurred.